Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical devices: 694765 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that a pocket infection occurred. Vegetation was observed on the leads via echocardiography. The implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.